Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it remained within normal range. Despite the pump being out of warranty, the customer declined the offer for a loaner pump and chose to continue using the current pump while working on obtaining authorization for a new one. Technical support guided them through a pump reset to maintain insulin delivery, and a replacement pump will be sent.